Event description:
It was reported that a tear was noted on the top of the 3dmax mesh when opening the package. There was no damage noted to the packaging prior to removing the mesh. No patient involvement.

Manufacturer narrative:
As reported the condition of the mesh was alleged to be an out of the box condition. Initial evaluation of the sample finds no contamination on the mesh and there is no visible indication that the device was rolled in preparation for deployment into the patient. The initial evaluation finds two (2) cracks in the edge seal of the mesh. However the cracks did not extent into the mesh; there was no tearing of the mesh. At this time it is unclear what may have caused the condition of the mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 682 units released for distribution in august, 2019. The sample has been sent to the manufacturing facility for further evaluation. When this evaluation has been completed a supplemental emdr will be submitted to document the results. Addendum (B)(6) 2020: this is an addendum to the initial emdr to document the results of the sample evaluation performed at the manufacturing facility. The most probable root cause is determined to be a potential manufacturing process and handling event. All appropriate manufacturing personnel have been provided awareness notification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported the condition of the mesh was alleged to be an out of the box condition. Initial evaluation of the sample finds no contamination on the mesh and there is no visible indication that the device was rolled in preparation for deployment into the patient. The initial evaluation finds two (2) cracks in the edge seal of the mesh. However the cracks did not extent into the mesh; there was no tearing of the mesh. At this time it is unclear what may have caused the condition of the mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in august, 2019. The sample has been sent to the manufacturing facility for further evaluation. When this evaluation has been completed a supplemental emdr will be submitted to document the results.

Event description:
It was reported that a tear was noted on the top of the 3dmax mesh when opening the package. There was no damage noted to the packaging prior to removing the mesh. No patient involvement.